Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, an opening and brown particles. Leak test was performed and found an opening on anterior. A microscopic analysis was performed which identified three openings on the anterior side, consistent in the use of a surgical tool. Based on the device analysis the final assessment is a puncture opening on anterior due to surgical damage-like.

Event description:
Health professional reported left side deflation. Device was explanted.